Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. We visited the dentist, but were not able to obtain any additional info regarding the incident. Conclusion: based on our inspection and test results, the returned product has been found to be within specifications. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, patient oral hygiene, or pt behavior.

Event description:
Traditional 2 stage surgical procedure.